Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide is kinked. No patient harm reported. A new guidewire was used. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide is kinked. No patient harm reported. A new guidewire was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit containing various components. However, no guide wire was returned. Visual inspection could not be performed on the guide wire. A device history record review was performed on the reported batch and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of a guide wire kink could not be confirmed by complaint investigation of the returned sample. The alleged defective guide wire was not returned for analysis. A device history record review was performed on the reported batch with no relevant findings. Without the sample to evaluate, the root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide is kinked. No patient harm reported. A new guidewire was used. The patient's condition is reported as fine.